Event description:
On 10 december 2012, a 19mm trifecta valve was implanted in the patient's aortic position. In january 2021, the patient developed dyspnea and severe aortic regurgitation (ar) was confirmed. Oral medication was prescribed and the patient was closely monitored. On 21 april 2021, the trifecta valve was explanted and a competitor's 19mm mosaic bioprosthesis (manufacturer: medtronic) was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Explant was reported due to severe aortic regurgitation. Three photos were received which appeared to show a tissue valve with a torn leaflet. The investigation found that all three leaflets had tears. All three leaflets had fibrous pannus ingrowth on the inflow surface with narrowing of the inflow diameter. Leaflet 2 had fibrous pannus ingrowth on the outflow surface. Leaflet 3 had fibrous thickening. Leaflet 3 had calcification in the pannus. There was no inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at one of the tear sites, which could have contributed to the formation of the tear. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 19mm trifecta valve was implanted in the patient's aortic position. In (B)(6) 2021, the patient developed dyspnea and severe aortic stenosis (ar) was confirmed. Oral medication was prescribed and the patient was closely monitored. On (B)(6) 2021, the trifecta valve was explanted and a competitor's 19mm mosaic bioprosthesis (manufacturer: medtronic) was successfully implanted. The patient was reported to be in stable condition.